Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a new pump in their possession and planned to set it up independently without additional assistance from technical support.